Event description:
It was reported that non-sustained rv oversensing episodes due to rv lead noise were observed. Patient was asymptomatic. The oversensing was unable to be reproduced in-clinic. All measurements on the lead were normal. Patient will return for follow-up. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.